Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -02.50/+1.0/179 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The surgeon had chosen the wrong lens power and the lens remained implanted. The cause of the event was due to user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022 for another same model/length but different diopter lens and the problem was resolved. The patient is happy. Claim#: (B)(4).